Manufacturer narrative:
This medwatch is for the compact plus system 2. (B)(6).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 107 mg/dl (compact plus system 1) and 283 mg/dl (compact plus system 2) customer had hypoglycemic symptoms with the readings, but was able to eat something and feel better shortly after. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.